Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump alarmed due to low reservoir volume. The pump was refilled on (B)(6) 2011 and the dose was increased. The pump contained lioresal 2000 mcg/ml at a new daily dose of 829.4 mcg (increased from 790 mcg). The pt experienced withdrawal with altered mental status and somnolence. On (B)(6) 2011, the pt was admitted to the hospital. Per the reporter, the pt's speech was improving and the pt was stabilizing. A follow-up report will be sent if additional info becomes available.